Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The returned battery was found to be depleted. The battery was replaced to resolve the condition. Evaluation found that this device was in a red x condition due to a loose shorting plug on the electrode pads. This prevented the device from performing the regular battery checks. The operator's guide states to keep the electrode cable connected to the device at all times and check the unit periodically to ensure that the green check symbol appears in the status indicator window. This investigation has been closed as user error. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.